Manufacturer narrative:
. G4: 510(k) number: k923607, k926214. The actual device upon receipt (visual inspection): main body of the guidewire. Appearance confirmation (microscope): the strand had been approximately 4 mm exposed at the distal end. A shape that seemed to be torn off was observed in the outer layer of the fractured part. No anomaly such as abrasion was found in other parts. Appearance confirmation (electron microscope): [actual device]: a shape that seemed to be torn off and a mark that seemed to be dug into were observed in the outer layer of the fractured part. A fixed size cut mark, which is caused during the strand cutting process, was observed on the top surface of the strand. It was considered that it was trapped by some hard object and a tensile load was applied. [Current product]: a fixed size cut mark was observed on top of the strand. Dimensions: the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: the strand had been approximately 4 mm exposed at the distal end. It was considered the outer layer of the distal end was approximately 4mm missing. A fixed size cut mark was observed on the top surface of the strand of the actual device and current product. It was considered that there was no missing portion in the strand. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Simulation test: the guide wire was fractured by applying tensile load with the distal end of the guide wire trapped. The outer layer of the distal end was fractured and came off from the main body. A shape that seemed to be torn off was observed in the outer layer of the fractured part. It seemed to be similar to the condition of the distal end of the actual device. From the investigation results, no anomaly was found in the manufacturing history record and dimensions of the actual device. Based on the condition of the actual device and the simulation test, as one of the possibilities, it was considered that the outer layer of the distal end was torn off and fractured due to the tensile load applied to the actual device while the distal end of the actual device was trapped for some reason. However, the details in handling were unknown, and it was not possible to clarify the factor in which the distal end was trapped. In addition, there was no missing portion of the strand in the actual device, and it was considered that the outer layer of the distal end was approximately 4mm missing. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(6) factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. A 6 french glide sheath was inserted from the right elbow (radial artery) and an approach to the right common carotid artery was attempted, however, the catheter did not advance. The radifocus guide wire m, which was normally used, was changed to the involved guide wire, however, it could not be inserted. The origin of the brachiocephalic artery calcified, and it was confirmed that the catheter was caught there. The approach was changed to that from the right groin, and the procedure was continued with the radifocus guide wire m, which was normally used. When the involved guide wire was stored in a wire holder, an anomaly was found at the distal end. The urethane has peeled off, and the peeled piece may remain inside the patient's body.